Event description:
Additional information received indicated that the patient has recovered.

Event description:
It was reported in the literature review, ¿a case of vf misclassification corrected by vf therapy assurance: implications for ICD programming,¿ that the patient¿s implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an incorrect interpretation of signal. The ICD also delivered an appropriate shock that was inadequate and failed to convert the rhythm. Programming changes were made, and the patient was administered medication to control their ventricular fibrillation symptoms. The patient has recovered.

Manufacturer narrative:
B2, b5.

Event description:
It was reported in the literature review, ¿a case of vf misclassification corrected by vf therapy assurance: implications for ICD programming,¿ that the patient¿s implantable cardioverter defibrillator (ICD) delivered inappropriate therapy due to an incorrect interpretation of signal. The ICD also delivered an appropriate shock that was inadequate and failed to convert the ventricular fibrillation. Programming changes were made. No additional information was provided.